Event description:
The user reported that during routine testing, the defibrillator shut down while it was charging. There was no pt involved. The unit was tested for a total of 200 shocks, and no malfunction occurred. It was working normally and within specification. No explanation for the alleged shut down could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.